Manufacturer narrative:
Product event summary: there was no defect except that the main seal was bulging out. This appears to be defective sealing of the battery which was related to overstress damage. The device was cleaned and inspected and the main seal was repositioned.

Event description:
It was reported that the external pulse generator was defective. It was additionally noted that no further details were given. The generator was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.